Event description:
As reported by the user facility: two reports, tubing came apart at the spin lock just above the spinlock. On the first one, the pt was walking while receiving chemo, tubing came apart causing a chemo spill, but no pt injury. On the second, the tubing came apart in the same place on an infant causing bleeding from the IV site, no pt injury. Add'l info rec'd from the facility indicated both reported incidents were associated with the same pt. In the first incident the spinlock disconnected from the tubing while the child was walking receiving chemo. No injury or exposure to injury occurred. The second incident occurred while the same pt was receiving blood and the actual blood loss was from the donor blood set and not from the child.

Manufacturer narrative:
The actual device in the incident was returned to the MFR for eval. Two samples were sent. The smallbore spinlock assembly was disconnected from the tubing on both returned samples due to insufficient solvent application. The o.d. Of the tubing and the inner diameter of the smallbore spinlock male adapter were measured and found to be within spec.